Event description:
The issue reported involved a screen malfunction where the display was black with a white line down the middle, affecting the customer's ability to interact with the pump. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.